Event description:
Facilities was called due to how hot the ambient air was in room where x-ray generator and cooling system is housed. The thermostat for fan coil unit serving equipment room failed. Three attempts to reboot unsuccessful and patient moved to another cath lab. Patient had ptca with implantation of three drug eluting stents. Procedure not completed, and was transferred to another cath lab for completion. The thermostat was replaced and the fan coil unit began cooling the room.